Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. (B)(4). Concomitant devices reported are: trochanteric fixation nail advanced (tfna) part number 04.037.042s, lot number h137739, quantity of 1; tfna screw (part number 04.038.105s, lot number 7947377, quantity of 1. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device not expected to be returned to the synthes manufacturer for evaluation. The head of the screw was disposed of by the reporting facility and will not be returned. A device history record review was performed for the subject device lot number, h047651. Manufacturer: (B)(4). Date of manufacture: mar 24, 2016. Product expiration date: feb 28, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head sheared off the distal locking screw when trying to tighten the screw during a trochanteric fixation nail (tfn) insertion for an intertrochanteric fracture on (B)(6) 2016. The screw shaft was left in place as the surgeon felt there was adequate fixation. The procedure was successfully completed with no surgical delay. The head of the screw was disposed of and will not be returned. This report is 1 of 1 for (B)(4).